Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, pn unknown, ln unknown. Unknown cup, pn unknown, ln unknown. Unknown stem, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-04610, 0001822565-2019-04612. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by a third party surgeon. The x-ray review confirms that the acetabular cup has normal inclination angle. There is a periprosthetic fracture involving the proximal right femoral diaphysis medial cortex with possible extension to the lateral cortex on the cross table lateral film. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.